Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
New information received notes that the device was explanted and replaced.

Manufacturer narrative:
.

Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory. The device was tested on the bench and no anomaly was found. The hv capacitors were returned to the manufacturer for further analysis and an hv capacitor anomaly was found to be the cause of the reported extended charge time.

Event description:
It was reported that capacitor charge time limit reached was noted via remote transmission, triggering notification alert. Further data review confirmed two scheduled capacitor maintenance checks with long charge times. No patient symptoms were reported. The physician elected not to take any action at this time. Patient will continue to be monitored.